Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 17 events were reported for this quarter. Product return status: 1 device was received. 16 device investigation types have not yet been determined. Additional information: 17 devices were not labeled for single-use. 17 devices were not reprocessed or reused.

Event description:
This report summarizes 17 malfunction events in which the device had a component detach. 17 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 16 events were previously reported during the reporting quarter; however, 13 events were reported in error. These 13 events have not lead to a serious injury in the past and are not likely to cause or contribute to a serious injury should it recur. These events are not considered reportable malfunction. 3 previously reported events are included in this follow-up record. Product return status: 3 devices were received.

Event description:
This report summarizes 3 malfunction events in which the device had a component detach. 3 events had no patient involvement. No patient impact.